Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an 18mm amplatzer amulet was implanted with no reported complications. On (B)(6) 2021, the patient "had a stroke caused by bleeding in the brain." The patient was admitted to the hospital and intensive care unit (ICU) for "several weeks" and transferred to a rehab facility due to right-sided paralysis and dysphagia. The patient was reported to be recovering. Clinical study patient ID: (B)(6).

Manufacturer narrative:
An event of "a stroke caused by bleeding in the brain", "right-sided paralysis", and dysphagia was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.